Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a stent from the previous ercp procedure was pushed out of the scope when a balloon was put through the scope. The device fragment was successfully retrieved with no patient harm. The device had been reprocessed prior to the procedure and no anomalies were found. The user facility is concerned for the patient safety as the previous patient had hepatitis c causing possible cross-contamination. No further details were provided. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.